Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged one day post-implant and caused cardiac perforation and pericardial effusion. The positioning of the rv lead was revised. The lead remains in use. No further patient complications have been reported as a result of this event.